Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Device session records were sent to abbott technical support for review and oversensing, inappropriate high voltage therapy and shorted output stage detection error message was confirmed. However, the cause of the event was unable to be determined as the product was not returned. The device history record was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that oversensing was observed on the device during a procedure, leading to the delivery of inappropriate high voltage therapy. A shorted output stage detection error message was also observed. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that oversensing was observed on the device during a procedure, leading to the deliver of inappropriate high voltage therapy. Abbott technical support was contacted and recommended reprogramming, which was performed to resolve the event. The patient was stable and there were no adverse consequences.